Event description:
Customer is having some issues with troponin results. The first result is very high and upon repeating, the result of decreases. Upon respinning the result is within normal range. One pt was treated for an mi based on the initial elevated result. Na